Manufacturer narrative:
Method: sample not available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed.

Event description:
Drug/diluent: fortum 7gr. Fill volume: 260 ml. Flow rate: 10ml. Procedure: unknown. Cathplace: unknown. A fast flow was reported. Start date/time: (B)(6), 2011 at 5:00pm and end date and time of infusion was (B)(6), 2011 at 10:00am. Unknown if there is an adverse event. Date of event: (B)(6), 2011.